Event description:
Pdc received a call on (B)(6) 2015 reporting a medical intervention that occurred on (B)(6)2015. Patient aw called in stating he was experiencing symptoms which included clammy skin (cold to the touch), nervousness, sweating and slurred speech. Patient's blood glucose reading at the time of the event was 195 mg/dl using the prodigy meter. Paramedics were called 15 minutes after testing with the prodigy meter. While waiting on paramedics patient was given 2 glucose tablets. Patient continued to experience sweating and nervousness. Patient was also given peppermint by his wife. An additional test was performed using the prodigy meter with a result of 101mg/dl. Paramedics tested patient's glucose upon arrival using their meter with a result of 44mg/dl. Approximately 15-20 minutes had elapsed between the second test with the prodigy meter and the paramedic's meter. Patient was not transported to ER. Paramedic's gave patient 2 tubes of glucose and a glass of distilled sugar water. Patient also ate a peanut butter and jelly sandwich. At departure of paramedics, patients blood glucose was 212mg/dl with the paramedic's meter. Additional details: blood glucose test was not taken at lunch time but patient was given 55 units of novalog. No information was given in regard to amount or type of food patient ate at lunch. Patient then had dinner around 4 pm which consisted of pork steak and mixed veggies along with which patient took 54 units of novolog with no sliding scale added. Pdc sent replacement system and prepaid envelope requesting return of suspect system.